Event description:
My boyfriend had the bard mesh implanted due to inguinal hernia back in (B)(6) 2010. (B)(6) of this year started having abdominal pain, constipation, tenderness at the implant site, and lower back pain. Due to my boyfriend not having insurance he has not seen the doctor, so he has been taking tylenol for the pain and laxative to have a bowel movement.